Manufacturer narrative:
Product analysis#: 703264354: (B)(6) / 2019-07-19 / work order: (B)(4) added to complaint / status: completed / date completed: 2019-07-19 / hardware: pass / software: pass / instruments: pass / mechanical tests: fail mechanical tests / failure: rotor mechanical tests / summary of failure(s): dingus misaligned and jamming when door is closed. Is mechanical tests failure resolved?: yes imaging modalities: pass cable grade: a record type: o2 system checkout contact: rykiel pratt system inspection: pass does the system perform as intended?: no were hardware parts replaced?: no action/resolution: adjusted rotor dingus and performed a system checkout. O-arm operational. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information: patient gender and ID updated. Event description updated. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the procedure was delayed by twenty minutes due to the reported issue.

Event description:
Additional information was received stating a c-arm was used for the procedure without issue.

Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the dingus was misaligned causing jamming when the door is closed. The rotor dingus was adjusted. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used for a sacroiliac and thoracolumbar procedure. It was reported the doors would not fully close as they were about an inch from the closed position. A manufacturer representative tried a manual open and was able to get the pin in. The use of imaging was aborted. This issue occurred intraoperatively. There was no reported impact on patient outcome.